Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a nurse had programmed and paused an epinephrine infusion, dose and rate unspecified, for possible use at a later time, and noticed the pump to be running unexpectedly during transport of the patient from the operating room to the ICU. The patient's blood pressure was noted to be elevated to an unspecified value; it is unknown if any medical intervention was required. Although requested, additional information is not available; there was no lasting harm to the patient.